Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, when the device "broke in half upon insertion", did the housing unit break away from the sleeve? Or did the sleeve itself break in half? Or did both the housing unit and the sleeve break apart? Did any piece or pieces fall into the patient? If yes, were they retrieved? Unknown what exactly what fell in but the piece was retrieved and no patient consequence.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, when the device "broke in half upon insertion", did the housing unit break away from the sleeve? Or did the sleeve itself break in half? Or did both the housing unit and the sleeve break apart? Did any piece or pieces fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during a laparoscopic appendectomy procedure the device broke in half upon insertion. The procedure was completed using a like device of the same product code. There were no patient consequences reported.